Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/05/2018, that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined via data. No product was provided for evaluation. This complaint is reportable based on the finding of permanent signal loss via the log review. No additional patient or event information is available.